Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that appeared on the homechoice (hc) display during initial drain. The caregiver (cg) stated that the home patient (hp) had disconnected from the hc machine. The technical service representative (tsr) explained the alarm and assisted to troubleshoot the alarm. The tsr advised the cg to start over with new supplies. The cg agreed to call back with any problems. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the nurse the cg on (B)(6) 2010 regarding the alarm, it was revealed that the hp had disconnected to go to the toilet, and forgot to clamp the lines and press stop, which might have caused the alarm. Per cg, hp resumed therapy using new supplies. Per cg, there were no defects noticed on the supplies. The cg stated that she did not have the lot number. Per cg, hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The cause is that the patient did not properly disconnect the patient line from the transfer set during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).